Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced nausea, vomiting, abdominal pain, difficulty in breathing and had positive results for ketone test. Reportedly, the she was having issues with her infusion sets, where the cannula kept on kinking/bending and which was the probable cause of her hyperglycemic episodes. Her blood glucose level was 33.3 mmol/l at the time of incident. On (B)(6) 2020, the patient was admitted to the hospital with blood glucose level of 33.3 mmol/l due to diabetic ketoacidosis, where she received intravenous insulin, anxiety medication and antibiotics (drug name unknown). On the day of this report ((B)(6) 2020), the patient was still hospitalized, and her current blood glucose level was 7.7 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.